Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump was lost and that she was hospitalized due to high blood glucose. Customer's blood glucose was 400 mg/dl. Customer was pulled over for driving erratically. Customer reported the site was infected, it was hard and red, with a big lump. Customer was wearing the device during time of hospitalization. Customer reported she was transferred from hospital to hospital and the device was lost. Customer will not be returning the device for analysis.